Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive device was broken was confirmed. An assessment was performed on the device which determined the upper trigger was jammed. It was further determined that the motor sounded like it was loose, and the unit failed power check with the test bench. It was further noted that there was corrosion internally on the electric motor, the electronic control unit and the trigger components. The assignable root cause was determined to be due to improper cleaning and care and possibly immersion, which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 of the same event. It was reported that during pre-surgery, it was observed that the small battery drive device broke while in use with the quick coupling device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.